Event description:
The customer stated that she inadvertently gave herself a bolus of 24 units of insulin. The customer's blood glucose reading was 318 mg/dl. The customer was assisted with suspending the bolus and disconnected from the insulin pump before any more insulin could be delivered. Paramedics were called to assist the customer in the event that a hypoglycemic event occurred. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.